Manufacturer narrative:
Device was received with pump error 35 alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to pump error 35. Device had cracked keypad overlay, cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was unable to clear alarm. Customer stated that the time was advancing. Customer stated that the insulin pump had 1 inch crack from the clip rails towards the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.